Event description:
The account alleges that the head up function was experiencing unintentional movement.

Manufacturer narrative:
The technician found fluid ingress in the test port cable. The technician cleaned the testport cable circuit board, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.